Event description:
It was reported that the patient transported via ambulance due to experiencing asystole, dizziness, and dyspnea. Loss of pacing was noted on the device. The asystole was treated with external pacing resuscitation. The device was unable to be interrogated and there was no magnet response. A temporary pacemaker was implanted. Later, the device and the temporary pacemaker were explanted and a replacement device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to interrogate and no output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.